Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample has not been returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was admitted to the hospital with the finding of urinary abnormalities, diagnosed with chronic nephritis syndrome, and underwent renal puncture biopsy to clarify the pathology of nephropathy. It was reported that during a kidney biopsy procedure, the device allegedly failed to fire. The patient had multiple renal puncture due to the bad instrumentation and was given additional hemostatic medication after the operation. The procedure was completed with another device. Current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient was admitted to the hospital with the finding of urinary abnormalities, diagnosed with chronic nephritis syndrome, and underwent renal puncture biopsy to clarify the pathology of nephropathy. It was reported that during a kidney biopsy procedure, the device allegedly failed to fire. The patient had multiple renal puncture due to the bad instrumentation and was given additional hemostatic medication after the operation. The procedure was completed with another device. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: he physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd